Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not able to hold a charge despite charging on the battery charger for more than four hours. Multiple ports were attempted. When the battery was tested on the controller port, no power was provided. It was also noted that the battery was not charging and was switching early. There was a critical battery alarm when capacity was greater than 10 percent. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to e valuate the performance of the device in relation to the reported events. Failure analysis revealed that the battery passed functional testing and visual inspection. The battery was able to hold a charge and provide power to a controller. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors and momentary disconnections involving (B)(4). Analysis of alarm files revealed one (1) critical battery alarm on (B)(6), 2018 at 16:59:58 due to communication error involving (B)(4). As a result, the reported "critical battery alarm and power switching" events were confirmed, however, the reported "battery not charging or holding a charge" events could not be confirmed. The most likely root cause of the reported "critical battery alarm" event can be attributed to communication errors between controller and battery. The most likely root cause of the reported "power switching" event can be attributed to momentary disconnections and communication errors between the controller and battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that the battery also had a communication error. Another battery also had a communication error and remains in use.

Manufacturer narrative:
Product event summary: one (1) battery (B)(6) was returned for evaluation. One (1) battery (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported events. Failure analysis revealed that the battery passed functional testing and visual inspection. The battery was able to hold a charge and provide power to a controller. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors and momentary disconnections involving (B)(6). Additionally, data log files revealed multiple instances involving (B)(6) where the respective battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the alarm log files revealed one (1) critical battery alarm was logged involving (B)(6) on 30/apr/2018 due to a communication error. As a result, the reported "power switching", "critical battery alarm", and "communication error" events were confirmed; however, the reported "battery not charging or holding a charge" events could not be confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the reported communication errors can be attributed to the controller not receiving responses from the batteries or due to the packet error checking method detecting bit errors. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and battery. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019 / serial #: (B)(6), UDI #: (B)(4) d10: no , h3: yes, h4: mfg date: 02-feb-2018 h5: no , h6:patient code(s): c76143 , h6:device code(s): c63030 , h6: FDA method code(s): 4112, 4114 , h6:FDA results code(s): 3213 , h6:FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.